Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 6 (vent not working) occurred during the load process. Reportedly, the user attempted to reload the cartridge multiple times, then added insulin to the cartridge, and successfully reloaded the cartridge. There was no impact to the user's blood glucose level.